Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 30 mg/dl; cause was unknown. Juice and skittles were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user and continuous glucose monitor was not in use on (B)(6) 2019. User requested boluses by entering both bg and grams of carbohydrates, and there were no erratic basal rate adjustments. There were no obvious requests or deliveries that would cause bg levels to drop. Complaint could not be confirmed. There is no evidence that the pump experienced a malfunction or failure.